Manufacturer narrative:
Complaint conclusion: during treatment to the body of a non-cordis graft, it was reported that on the third inflation with a powerflex extreme (8mm x 40mm) they increased pressure to 10 atm (ten atmospheres) when the balloon appeared to rupture. The physician removed the balloon intact from the patient and performed a cine run to ensure no harm was done to the patient. Once they verified no harm was caused, they selected a second powerflex extreme balloon (8mm x 40mm) and treated the stenosed lesion with no further complications. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is ge omnipaque. The contrast to saline ratio used was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon had been inflated twice at 5 (five) atm for duration of about 10 seconds. The product was not returned for analysis. A device history record (DHR) review of lot 17155591 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown but procedural factors may have contributed to the reported event . Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Concomitant medical products: non-cordis graft and ge omnipaque contrast the product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the body of a non-cordis graft, it was reported that on the third inflation with a powerflex extreme (8mm x 40mm) they increased pressure to 10 atmospheres (atm) when the balloon appeared to rupture. The physician removed the balloon intact from the patient and performed a cine run to ensure no harm was done to the patient. Once they verified no harm was caused, they selected a second powerflex extreme balloon (8mm x 40mm) and treated the stenosed lesion with no further complications. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is ge omnipaque. The contrast to saline ratio used was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon had been inflated twice at 5 (atm) for duration of about 10 seconds. The product is not available for analysis.